Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to initial reports, onxace-21 (B)(4) implanted (B)(6) 2016, explanted (B)(6) 2018 due to severe prosthetic aortic valve stenosis. Valve replaced with onxaap-25. According to additional information received, the patient was released from hospital. No other information would be shared.

Manufacturer narrative:
The manufacturing records for the onxace-21 sn (B)(4) were reviewed by quality assurance/quality control (qa/qc) and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. A review of the available information was performed by clinical research/medical directors. Onxace-21 sn (B)(4). Was implanted (B)(6)2016 in a 56.2 year old female, explanted and replaced by onxaap-25 sn (B)(4) on (B)(6)2018 (one year 73 days post-implant). Additional information received indicates the explant was due to severe prosthetic aortic valve stenosis and that the patient was released from the hospital following the re-operation. Other than the limited additional information, we have no indication as to the nature of the alleged severe prosthetic aortic valve stenosis. There are many possible scenarios, some valve related, others not, but we have no evidence to support any of them. Of interest, though, is that the replacement wasn't just another valve of a larger size, but a valved conduit. Why this was prescribed is also unknown. Consequently, we simply do not have enough information to determine what, if any, relationship the reported stenosis has to the valve. That an on-x valve may necessitate a reoperation including the possibility of explantation due to complications is a recognized risk as stated in the instructions for use. There is not enough information to determine what, if any, relationship the stenosis and consequent explant/replacement had to do with the valve. Root cause for this event is unknown. No further action is required at this time without additional information. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
According to initial reports, onxace-21 sn (B)(4) implanted (B)(6)2016 , explanted 02/02/2018 due to severe. Prosthetic aortic valve stenosis. Valve replaced with onxaap-25. According to additional information received, the patient. Was released from hospital. No other information would be shared.